Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy. Provider was using rumi koh efficient during case and did not get good manipulation. When she went to check the vagina after the procedure, she found the rumi koh cup inside of the patient and was thankful she had thought to check as it is not normal practice. Cup was fully detached from koh efficient and around cervix. The patient is okay as it was removed prior to leaving or. As a result they will now count cups and tips each case. Kc-rumi-35 koh-efficient (B)(4).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6, h11 distribution history a distribution history record review was not possible for this product as the product type nor a lot number was provided for investigation. Manufacturing record review a DHR review was not possible as a lot number was not provided. Historical complaint review a review of the 2-year complaint history did show similar reported complaint condition. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. However, complaint will be confirmed based on the pictures provided in the complaint file. Functional evaluation evaluation of the complaint product could not be completed as the complaint product was not been returned to coopersurgical. However, the complaint condition is similar to other complaints as mentioned earlier. Root cause no definitive root cause for this issue could be reliably determined at this time, with the information provided in the complaint. Complaint product was not returned for investigation. To mitigate cup detachment, csi stafford has implemented 100% in process inspection of the product via bend test, followed by an aql qc inspection requiring the units also pass bend/pull test. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the root cause cannot be reliably determined with the information provided.

Event description:
No additional information.